Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility of the user facility medwatch report received from the FDA on (B)(6) 2015. Carefusion requested from the user facility the device serial number and info regarding how the device was repaired. As of (B)(6) 2015, the user facility has only provided the device's serial number; however, no info regarding the repair of the device.

Event description:
(B)(4).